Event description:
It was reported that the right ventricular (rv) lead was fractured, had an alert for high/ undefined pacing impedance, an alert for oversensing noise and a lead integrity alert (lia) triggered by high rate non-sustained episodes and sensing integrity counter (sic). It was also noted that the rv lead had oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.